Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-14315, 2938836-2019-14316, 2938836-2019-14317. It was reported that infection was suspected with a sizable hematoma. The physician opted to explant the device system with serosanguinous drainage expressed from the pocket with hematoma on (B)(6) 2019. Life vest was used for arrhythmia protections, and the patient was discharged in stable condition. Bacteria culture tests yielded negative results. On (B)(6) 2019, a new device system was implanted. The patient was stable before, during and after the procedure.